Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative on (B)(6) 2012. "[Name removed] called stating that it was reported to him this ventilator turned off and rebooted itself while on a pt. He is unsure whether the ventilator continue to ventilate. He will follow up with the therapist who reported the incident for clarification. He will find out the following -patient status -did the vent alarm visually and audibly -vent settings interim he would like a service call dispatched." The following additional information concerning the event was copied from a letter received via fax from the user facility on (B)(6) 2012 that was in response to a letter sent by carefusion seeking additional information. "On (B)(6) 2012 at 2130 screen on ventilator went blank (white looking) and stopped ventilating patient. For short time (less than 5 seconds). When monitor came back up the ventilator returned to ventilation slowly rpo 12; vt100ml 500ml. The vent alarmed. Pulled ventilator off patient. Eventually patient was weaned and extubated and transferred to a medical floor." The following description of the event and the condition of the patient was copied from the user facility medwatch report received by carefusion from the FDA on 23 jul 2012. "The nurse was in the patient's room when the ventilator (full vent support, prvc a/c 18/ 570/+ 13 and rt titrating fio2, at 60%) shut off for less than five seconds then rebooted, screen went blank and then restarted. This happened twice within a short time frame. Respiratory therapists changed out the malfunctioning ventilator with another avea while bagging the patient. No adverse effects to patient. Biomedical engineering called the service representative. The gas delivery engine (gde) was replaced and software upgraded. The unit then passed all diagnostic tests and was placed back in service. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Ge problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility medwatch report received from the FDA on 23 july 2012, letter received via fax from the user facility and information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative and carefusion failure analysis lab representative. The carefusion field service representative evaluated the device and determined that the gas deliver engine (gde) needed to be replaced. The carefusion field service representative replaced the gde and ran the device through a complete checkout to ensure it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. The carefusion failure analysis lab representative evaluated the alleged faulty gas deliver engine (gde) and was unable to reproduce/verify the complaint. As the reported event could not be reproduced, carefusion considers this to be an isolated incident.